Event description:
It was reported that the user received a sensor pairing failed notification with the ilet system using a freestyle libre 3 plus sensor, after which the agent instructed the user to toggle settings and rescan in the ilet app and the sensor successfully entered warmup, consistent with an intermittent communication failure associated with the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the sensor and ilet app consistent with intermittent communication failure traced to antenna-related or electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.